Event description:
It was reported that a patient had a lot of out of range impedance values during electrode impedance test at 0.7v. With electrode 0 taken as reference, all values were >10000 ohms. With reference as electrode 1, electrodes 0 and 13 were >10000 ohms. Electrodes 2,3,4,5, 8, 9, 10, 11, 12 were all between 750 and 1087 ohms. With reference as electrode 2, impedance values were similar to the condition where electrode 1 was taken as reference. The leads were peripheral. The patient had lost stimulation on the right side. The patient used program group b, program 1 was set to 1-, 6+. Program 2 was set to 13+, 8-. It was recommended to reprogram around electrodes with >10000 ohms. X-ray imaging was performed and leads appeared positioned "fine with no migration." It was reported that the patient did fall "from time to time." The patient wasn't available for further troubleshooting. She was scheduled for a visit to her doctor in one week. One week later, it was reported that the patient felt no stimulation sensation periodically on one side. The stimulation was described as "coming and going" throughout the day which was not necessarily related to patient's position. It was reported that when the patient was last seen the impedances were "high but not out of range." The patient had had 3 program groups and "all but one group were taken away." Now the patient only had 2 programs. It was stated that x-ray imaging from previous appointment had showed the lead had "slipped" but it was believed the patient still had appropriate stimulation when it came back. It was unclear if this was the same appointment described in the beginning of this report or not. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead, product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37092, lot# 263630002, implanted: (B)(6) 2010, product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).